Manufacturer narrative:
E1, f3 - country: UK. Device evaluation the device evaluation of the evolution® biliary controlled-release stent - partially covered of evo-pc-10-11-6-b could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the instructions for use, ifu0057 which accompanies this device, instructs the user that ¿¿ additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel , bile duct ulceration , death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue , nausea , obstruction of the pancreatic duct , pain/discomfort , perforation , recurrence, obstructive jaundice, stent migration , stent misplacement , stent occlusion , trauma to biliary tract or duodenum, tumour overgrowth and vomiting.¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. It is possible that the patients pre-existing conditions contributed to the biliary obstruction. The patient had pancreatic cancer. It is known from the available information that biliary sludge blocked the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6)2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2017 stent placement for pancreatic cancer in common bile duct. On (B)(6) 2018, 167 days post procedure recurrent biliary obstruction requiring intervention. Biliary sludge blocked the stent, requiring stent sweep clear of the sludge relationship; device; not related, procedure; not related, ancillary; not related, pre-existing: no, deficiency: no patient outcome: status: resolved, treatment: endoscopic: stent sweep clear of the sludge, medical: treated with antibiotics, death: no patient/event info - notes: cook ancillary product fs-omni-35-260 and cook active cords acu-1-vl used to facilitate placement in major papilla. Patient received tumor-reduction therapy (chemotherapy) on (B)(6) 2017 until (B)(6) 2018.